Event description:
Global pharmacovigilance (gpv) notified baxter corporate product surveillance (cps) of an interlink secondary medication set in which a leak was observed. According to the report, the nurse observed a leak from a visible cut in the tubing. This resulted in platinol leaking all over the floor however, it did not come in contact with the patient or the nurse. There was a patient involved however, there are no reports of patient injury, medical intervention or adverse events related to this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.